Event description:
Customer alleged discrepant, back to back blood glucose results of 500 mg/dl and 50 mg/dl when testing was performed within 5 minutes on the compact system. Customer reported no symptoms and no treatment/action. No adverse event was reported. A request was made for the return of suspect system and replacement product was sent.